Manufacturer narrative:
Further information requested, but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.

Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired after clearing the error message for telemetry lockout. The patient status was stable.